Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Therefore, 100 retention samples from each lot from bd inventory were evaluated by visual examination and the issue relating to air bubbles in gel was observed in lot 4073050. Air bubbles in gel was not observed in lot 4102681 and neither lot was observed to have foreign matter. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode air bubbles in gel for lot 4073050. This complaint has not been confirmed for air bubbles in gel for lot 4102681, and not confirmed for foreign matter in both lots. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® pst¿ gel and lithium heparin blood collection tubes there was gel bubbles in the separator of 449 tubes and foreign matter in 145 tubes. No adverse impact was reported regarding the patient or user.